Manufacturer narrative:
Follow-up # 1 date of submission 06/10/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 06/04/2014 with the following findings:a review of the pumps black box history showed no evidence of power reboots was recorded. There were, however, call service alarms related to the complaint recorded in the pump's black box history. The battery compartment was fully intact; no damage or cracks was observed. The battery cap was able to fully secure to the pump. No power loss was observed during investigation. The battery cap contact height and width measurements were found to be within the required specifications. The pump was exercised for 24 hours with no power reboots, power losses or call service alarms occurring. The pump case was removed and no evidence of damage or loose components was found inside the pump. The complaint that the pump was losing power intermittently was observed in the pump history but was not able to be duplicated during investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was losing power intermittently. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.